Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the vessel sealer extend (vse) instrument would not work with the e-100. The customer moved it to the integrated electrosurgical unit (iesu/erbe) to proceed. The customer stated that the power button on the e-100 was white. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The surgeon was not sure if system functionality was checked upon powering up the system. The e-100 functionality was not recovered during procedure. There was a procedure delay of about 5-10 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 was analyzed and fa investigation replicated/confirmed the customer reported complaint. The e-100 was installed into the test system and it failed. The power button had a white light and the bipolar led had no light. They could not cut/seal.